Event description:
It was reported that the patient was admitted for right radius pseudoarthrosis following open fracture. The surgery was done (B)(6) 2009. Iliac crest autograft was used together with rhbmp-2/acs. The matrix was cut in 2 and the 2 parts were implanted. 48h following the surgery, the patient had itching followed by pain and edema on the right arm, and at the same time, dysesthesia in the hand with difficulties to stretch the fingers. Physio has improved but after 2 months and 17 days, dysesthesia of the 3rd and 4th fingers remains. Post-op pain treatment: naropeine followed by acupan+paracetamol+contramal

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.